Manufacturer narrative:
The reported events of high pacing impedance, loss of capture and suspected lead fracture were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection and x-ray examination of the lead revealed no anomalies except for the damages found consistent with procedural damage. The impedance test was unable to be performed as the lead was returned separated in two pieces consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, loss of capture and an increase in pacing impedance was noted on the right ventricular (rv) lead. The physician suspected a lead fracture to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.